Event description:
There was no reported patient impact associated with this complaint. The patient's spouse contacted animas on (B)(6) 2012 alleging that the pump would not power on. At the time of troubleshooting, the pump's battery was replaced, but the pump did not power on. The reporter denied any visible damage to the pump's casing or battery cap.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the threads on the battery cap were observed to be stripped. The battery cap was unable to maintain an electrical connection, power loss and reboots were duplicated. A test cap was used for testing and the pump powered on normal with no alarms. The pump was exercised for 24 hours with the test cap with no further power issues occurring.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.